Manufacturer narrative:
Details of complaint: on (B)(6) 2019 an event that occurred the previous day was reported: heart rate dropped to 14 with several 4 second and 3 second pauses with no red alarm. Came up green and orange which is a normal alarm for very minor heart rate variances. A separate issue was reported on the same day under ticket (B)(4): did not red alarm while this vtach was happening. Per analysis by nk engineer (as reported under ticket (B)(4)), due to alarm settings not being available to analyze the incidents, the root cause could not be determined. Possible causes were explained to customer under ticket (B)(4). Serial number for this cns was not available, thus no investigation could be done. Investigation conclusion: due to insufficient information provided, the reported complaint cannot be investigated further. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4 device serial number was requested but was not provided. F9 & h4 age of the device and the device manufactured date could not be determined as the device serial number was not provided as mentioned above. D11 & c2 concomitant medical devices: requested from the customer, but the information was not provided. Additional information: b4 date of this report f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that while a patient was being monitored on the central nurse's station (cns), the patient heart rate dropped to 14 with several 4 second and 3 second pauses but did not red alarm for vtach when this was happening. It displayed as green and orange which is a normal alarm for very minor heart rate variances. We inquired if there was any patient harm reported and a response was not provided.

Manufacturer narrative:
The customer reported that while a patient was being monitored on the central nurse's station (cns), the patient heart rate dropped to 14 with several 4 second and 3 second pauses but did not red alarm for vtach when this was happening. It displayed as green and orange which is a normal alarm for very minor heart rate variances. We inquired if there was any patient harm reported and a response was not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following field contains no information (ni): device serial number was requested but was not provided. Age of the device and the device manufactured date could not be determined as the device serial number was not provided as mentioned above. Concomitant medical device information was requested from the customer, but the information was not provided.

Event description:
The customer reported that while a patient was being monitored on the central nurse's station (cns), the patient heart rate dropped to 14 with several 4 second and 3 second pauses but did not red alarm for vtach when this was happening. It displayed as green and orange which is a normal alarm for very minor heart rate variances. We inquired if there was any patient harm reported and a response was not provided.